Manufacturer narrative:
The device codes (B)(4) the patient codes (B)(4) no longer apply due to the additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative on (B)(6) 2018 reporting that the patient took more pain medication than they were prescribed and was a little confused. The patient had been in a lot of pain. When the patient was asked if the stimulator was causing it, the patient did not know. The manufacturer representative confirmed with the patient that they had tried turning the stimulator off and the patient reported that it only made the pain worse to have stimulation off. It was determined that the patient's biggest problem was that there was trouble getting an appointment with the referred surgeon. The patient would be running out of pain medications soon. There was no device issue or any issue related to the stimulation. It was only an issue with the patient's pain medications and the status of their spine surgeon referral. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was about to lose their mind, because they thought something had gone wrong with their ins. They stated that the past two weeks the ins was getting worse and worse because the ins was buzzing them too much. They stated the pain in their back and foot was unbearable. They could not take it anymore, because the buzzing was too much. They stated that they cried and they could not sleep as they felt like they were shaking all over and it feels like their body is just electric. They stated they cannot even put a shoe on their foot. They ¿could not stand for a show to touch it or a cover¿. They felt like their back was just going to come straight threw their skin. They stated that it hurt so bad. It was indicated that the patient had taken medicine prior to the call, but that hasn't helped. They also stated that they had tried turning the ins off and turning stimulation down low, but it still hurt. Patient services had the patient sync their programmer (pp) and it showed that stimulation was on, on group e 1.5v. It was reviewed to try to check for available groups/programs and try to increase and decrease amplitudes if medically appropriate, but this did not resolve the reported issue. Patient services walked the patient through changing to different programs. They were on group e 1.5v and they walked them through changing to group d at 5.50v. They stated that they could not see a difference. They then stated they use to be on group d but it would not hold a charge for a whole day. They stated that they were running out of battery all of the time. It was reported that patient services then walked them through changing to group c at 4.6v. They stated that group c was making it hurt worse, so then they changed back to group e. It was reviewed that we would reach out to the manufacturer representatives (rep) on the patient¿s behalf to see if they could provide further assistance. It was asked if the patient had ad any recent falls or traumas and the patient said yes they had some falls, but not in the last few weeks. They stated that the falls were pri or to the unbearable pain. No further information was provided. The patient was redirected to follow-up with their healthcare provider. It was reported that the patient¿s symptoms and pain in their back and foot started about two weeks ago (B)(6) 2018. It was asked but was unknown when group d was not holding a charge. Group c hurt worse when the patient was on the call on (B)(6) 2018. An email was sent to local reps in the area and a rep replied stating they'd contact the patient. No further complications were reported/anticipated.